Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for ventricular tachycardia with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a possible cerebrovascular accident requiring surgical intervention. During the procedure, while emerging from anesthesia, the patient demonstrated right-sided paralysis. Vital signs were stable. Patient was reintubated and transferred to interventional radiology for a computed tomography (CT) scan and a thrombectomy. Patient required extended hospitalization as a result of the adverse event due to persistent right-sided paralysis. Patient outcome is unchanged. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related.